Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl). The pod was reportedly leaking while worn for between 5 and 24 hours. When the pod was removed from the insertion site (hip/buttocks), the cannula was found bent. The patient was treated with a pen injection at the ER and went home after approximately two hours. A new pod was applied when the patient arrived home.